Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample was received without product packaging. The product does not contain a lot number identification. The yellow cap, or handle, was detached from the proximal end of the stylet. What appeared to be adhesive residue was found only inside the distal opening of the detached yellow hub on the curved sides. No root cause could be determined. All information reasonably known as of 16 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 24 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "the cap came off stylet when removing the stylet and it was left in a patient." No patient injury was reported. Additional information received on 10-jun-2019 indicated that the feeding tube was replaced for a new one. The stylet was in the feeding tube, not in the patient. It is unknown how the patient fed and whether the feeding tube was flushed prior to removal of the stylet. The feeding tube was replaced for a new one right after this incident.